Manufacturer narrative:
.

Event description:
The MFR rep reported a pocket fill occurred. The pt was hospitalized for approx two days and was ventilated. While the pt was hospitalized, x-rays revealed the catheter was disconnected. The pump was turned off at the hosp. The drug used in the pump was baclofen 2000 mcg/ml (unk dose). The pump is being explanted the last week of may. The pt recovered without sequela. Additional info has been requested, but was not available on the date of this report.